Event description:
Customer called in originally to report that her transformer for her pump in style would not power the device. Upon receipt of the product and qe for evaluation on (B)(4) 2014. A breach in the housing was observed which is a safety risk.

Manufacturer narrative:
The product was received on (B)(4) 2014 and evaluated on (B)(4) 2014 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time and is currently being investigated under (B)(4). A visual examination of the power supply revealed the power adapter prongs were pushed in and the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured at 200 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured overload, which is not normal and indicates that the thermal fuse did blow. See scanned page.